Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number:3005168196-2018-02188.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace 60 reperfusion catheter (ace60) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while removing an ace60 from a neuron max after completion of a pass, the physician experienced resistance and subsequently, the radio-opaque marker on the tip of the ace60 became dislodged within the neuron max. Therefore, the physician removed the ace60 and the neuron max along with the dislodged radio-opaque marker, and the procedure was ended at that point. There was no report of an adverse effect to the patient.